Event description:
When the patient gave himself a bolus, he heard the pump clicking; the clicking was not heard during normal operation. The patient came in for his first pump refill in 2009. A volume discrepancy was discovered; the expected volume was 4.7, the actual volume was 17. The patient was still having pain, but it was thought that it could be related to the patient still being in the titration phase and not reaching therapeutic dose yet. It was also noted that the logs confirmed a critical alarm with an eos (end of service) message dated in 2009, which was prior to the implant date of the pump. The pump was replaced. The patient recovered without sequela. The device system was used to deliver morphine.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.